Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for tibial diaphyseal fracture with end caps and nail. During surgery, there was difficulty inserting the end caps. After inserting the nail, the surgeon attempted to insert a 10 mm end cap, but it made an abnormal noise and could not be inserted. The surgeon changed the end cap size to 5mm and tried again but failed to insert it. The surgeon had previous experience with difficult insertion of the tna end cap. Therefore, the surgeon pointed out that perhaps the tip of the end cap was poorly shaped. The two end caps in question have been discarded. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 04.045.855s. Lot number: 24502p8. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 04 jul 2024. Manufacturing site: jabil bettlach. Expiry date: 01 jun 2034. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.